Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26298. The patient has two leads implanted with the same lot number. It was reported the patient has never received effective stimulation and stopped using her scs system and recharging her ipg approximately one year ago. The ipg is now inoperable and charger and programmer are unable to communicate with the ipg. Surgical intervention may be pending to address this issue.